Event description:
Pt felt a click in his hip and was allegedly unable to stand or walk. X-rays supposedly revealed the hip had broken. Upon revision the component was found to be broken at the junction of the head and neck.

Manufacturer narrative:
Summary of evaluation:the spherical head is broken off the returned hip. The fracture is in the under-head weld area. Failure was due to fatigue over a period of time. This is not the current design of weld joint geometry.(the weld joint area of the stem was redesigned and the production moulds modified for catalogue numbers 6976-1-032 and 6976-3-032.)